Event description:
The patient had initially made progress with the implant in the first few months since implantation. The patient reports a gradual degradation of hearing. A CT scan in (B)(6) 2015 has confirmed electrode and implant placement. Head trauma has been denied and external devices are working properly. Implantation surgery is planned for the contra-lateral side on (B)(6) 2015. The patient wishes for the device to be re-implanted at the same time.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
(B)(4). Based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The patients perception was unsatisfactory, however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. The electrodes show damage that is most likely attributable to the explantation surgery. Based on the patient report the reason for the reduced benefit for the patient seems to be non-device related. This is a final report.

Event description:
The patient had initially made progress with the implant in the first few months since implantation. The patient reports a gradual degradation of hearing. Implantation surgery is planned for the contra-lateral side on (B)(6) 2015. The patient wishes for this device to be re-implanted at the same time. Explantation took place on (B)(6) 2015.